Event description:
Olympus was informed that during an unspecified procedure, the tip of the probe broke off inside the patient. The broken tip was retrieved from the patient. There was no report of patient injury.

Manufacturer narrative:
Olympus followed up with the reporter to obtain more information regarding this report and was informed that the subject device was used during a laparoscopic supracervical hysterectomy (lsh). While the user was amputating the patient's cervix, the tip of the probe broke off inside the patient. The broken tip was retrieved from the patient with grasping forceps. The procedure was completed with a different but similar device. There was no report of patient injury. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. If the device is received later and additional and significant information becomes available at a later time, this report will be updated.